Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a roux-en-y, there had been no problems with loading the units. The reload popped once inside the patient. It was retrieved. No adverse events reported.